Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert occurred. The customer's blood glucose level was approximately 370 mg/dl. As the customer did not complete the troubleshooting, tandem technical support was unable to determine a possible cause of the reported difficulty.